Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the (B)(4).

Event description:
Customer called to report issues with high blood glucose. Blood glucose reading was 380 mg/dl. The customer stated that her blood glucose would increase by up to 100 points. Treating with the insulin pump did not bring the blood glucose reading down. The customer treated with manual injeciton and the blood glucose reading normalized. Troubleshooting was performed. Found a no delivery alarm in the history file on the insulin pump. Customer stated that it was caused by low insulin levels in the reservoir. No other anomalies were noted. Advised that a tubing clamp will be sent so that a high pressure test can be performed. Nothing further reported.